Event description:
It was reported that the intraocular lens (iol) was explanted from the right eye due to a refractive error that was identified during a post-operative exam. No medical intervention was required. It is unknown of the patient's daily activities for significantly affected. No vitrectomy was required. No medication was prescribed. Patient status is temporarily impaired. No further information is available.

Manufacturer narrative:
Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that one other complaint was received for this production order number, which was similar to the reported complaint issue but was not confirmed based on investigation results. No escalation was required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: section h6: as part of an internal review of our mdrs it was identified that the code for health effect - impact code, 2271 to capture sub-optimal results was missing. The correction is as follows: section h6, health effect - impact code, 2271 - therapeutic response decreased. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jul 8, 2022. Section h3: evaluated by manufacturer: yes . Device evaluation: visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no issues that could contribute to or cause visual disturbances could be identified. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue (hm-sub-optimal results) was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information was received which reported that the intraocular lens (iol) that was implanted as replacement was a non-johnson & johnson brand iol, diopter +23.5. No further information was received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.